Manufacturer narrative:
Updated sections: b4, b5, b6, d10, e1(tel #), g3, g6, h2, h10, h11. Corrected sections: b5, h6(health impact code).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) doppler probe was working scratchy. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The fse observed that there was fluid leakage in the doppler probe and in the opening of the valve part. In order to fix the issue, the fse replaced the doppler (0154-01-0001). The unit passed all testing and was released for clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the doppler probe issue. Fluid leakage in the doppler probe and opening in the valve part were observed. It needs to be replaced with a new doppler. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) doppler probe was working scratchy. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.